Event description:
It was reported that the 8800 system would not x-ray during a case. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The fluoro functions board was replaced during the service call.